Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip. Testing of the insulin pump showed that it was functioning properly and passed all functional testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed no delivery during fixed prime. The reservoir was not empty. Customer was advised to change reservoir and infusion set. Insulin did not exit or alarmed during prime. Customer's blood glucose was unknown. Customer was advised to revert to back up plan. No further information reported.